Event description:
The customer observed falsely elevated calcium results on the alinity c processing module for one (B)(6) year old female patient. The sample was repeated with the expected results. The following data was provided: sid (B)(6) calcium initial result = >6 repeat result = 2.2 mmol/l. Reference range = 2.2-2.60 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c serial number (B)(6), and replaced multiple part but was unable to determine a single part the likely cause of the result issue. The alinity c processing module, serial number (B)(6), was considered the cause of the discrepant results. No additional result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated calcium results on the alinity c processing module for one 89 year old female patient. The sample was repeated with the expected results. The following data was provided: sid (B)(6) calcium initial result = >6 repeat result = 2.2 mmol/l. Reference range = 2.2-2.60 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.